Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, as the foreign material was adhered to an area that was not an outer surface of the scope, it is likely the material would not be removed with reprocessing. Furthermore, it is likely physical (dropping/hitting) and/or chemical (from solution used) stress was applied to the distal end, which caused the light guide lens glue to peel, allowing humidity to enter the device, and cause corrosion. The event can be detected by handling the device in accordance with the following instructions for use (IFU): evis exera ii tjf type q180v operation manual chapter 3 "preparation and inspection" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the light guide lens. There were no reports of patient involvement.